Event description:
Complaint received regarding one cl3965 the report states: when flushing chemolock extension set at the microclave port the nurse noted a squirt/mist out the chemolock port. The extension was immediately removed and a new extension set added prior to administration of chemotherapy. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3425130 showed that 750 units were manufactured, tested, inspected and released in march 2017 citing no exception documents. Vusual inspection: received one (1) used cl3965, 7.5" (19 cm) ext set w/microclave® clear, chemolock¿ port, y-connector, spiros® w/red cap, 2 clamps; lot# 342530. Engineering testing: the cl3965 extension set was pressure leak tested. The chemolock port leaked at 36.9psi, 20psi is the minimum to pass positive pressure leak testing per the ICU medical product specification. Engineering final analysis: the complaint of fluid leakage from the cl3965 chemolock port was only able to be replicated once the back pressure exceeded the maximum pressure of 20 psi as outlined in the product performance specification. The cl3965 chemolock port did not leak at the maximum pressure defined in the product performance specification. ICU medical will monitor and trend.

Event description:
Complaint received regarding one cl3965 the report states: when flushing chemolock extension set at the microclave port the nurse noted a squirt/mist out the chemolock port. The extension was immediately removed and a new extension set added prior to administration of chemotherapy. No adverse patient consequences reported.